Manufacturer narrative:
Evaluation summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and the advancer bypassed the clips causing five pear shaped clips. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device fired fine for 4 times. Then they heard a noise and it jammed. The procedure was completed with another device. There was no pt consequence.